Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on 9/13/2013 stated that there was pseudofusion occuring which caused that lv pacing percentage to be lower. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).